Event description:
Customer reported system will not power up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the surge suppressor. System operates as intended. This MDR is related to ge healthcare complaint number.